Manufacturer narrative:
No patient information provided as no patient was involved in this concern. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while loading a resin head exam onto the navigation system with a universal serial bus (usb), the system would not complete the import. It was reported that the navigation system displayed the exam with the correct number of slices, but when importing the system would complete, display there was one slice and state there were insufficient slices for navigation. Uncompressed raw digital intercommunication of medicine (dicom) files as well as uncompressed archives were attempted without resolution. Multiple usb's were attempted without resolution and were noted to have been downloaded more than once. Both usb ports on the navigation system were tested without resolution. There was no patient present when this issue was identified. Off-site, the reported issue could not be replicated on a known operational navigation system utilizing the same exams. The archive was later attempted to be loaded by disc, but the issue recurred. A separate resin head exam was downloaded, extracted to a usb and could then be loaded on the navigation system. Other patient exams could be loaded onto the navigation system. It was later reported that the issue was identified to be with the universal serial bus (usb) files.

Manufacturer narrative:
A software analysis was conducted as part of the investigation to determine the probable cause of the anomaly. The analysis found that the application software of the navigation system functioned as designed following the review of the information provided. If information is provided in the future, a supplemental report will be issued.